Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure, and after three pfa (pulsed field ablation) with the varipulse catheter, the physician utilized the ice (intracardiac echo catheter), noticed a clot on the vizigo sheath. The physician contacted the cardiothoracic surgery team and removed all the devices from the patient's body. The procedure was aborted. The patient was stable and the reporter noted that the physician was following facility stroke protocol procedures.